Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve breakage was reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-nov-2025. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the stress marks and separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve breakage was reported. Upon re-introduction of a catheter through the vizigo valve, the valve appeared to be broken and the vizigo sheath was replaced. No fragments were generated and no delay occurred. The procedure was successfully completed. There was no patient consequence. Additional information was received indicating the hemostatic valve was no dislodged inside or outside of the hub. The brim cap/hub did not detached from the sheath. The sheath was used on the patient but no air entered the patient since the issue was noticed when replacing the catheter. No blood return was observed and no treatment was required.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve breakage was reported. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device lot number 60000669 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).